Event description:
Customer's mother reported via phone call that insulin pump had a blank display screen when the act or b buttons were pressed. Customer's blood glucose was 400 mg/dl. It was also reported that there was a crack on insulin pump by the battery icon. After troubleshooting customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump was received with a corroded motor assembly. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.